Manufacturer narrative:
The insulin pump was received with an intermittent button response due to a corroded keypad. There was no button error alarm during testing. There was no moisture damage found on the electronics, motor, battery tube, or vibrator assembly. The insulin pump was received with a cracked case at the display window corners, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called in to report a button error alarm due to fluid exposure. The customer's blood glucose level was estimated to be unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.